Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'a button not working' 'second key from the left, right under the display' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second soft key not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump second key from the left, right under the display, was not working. The key looked scratched off. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.